Event description:
Additional information received indicated that the patient presented in the emergency room after receiving high voltage therapy for far p-wave oversensing. The lead was evaluated under the chest x-ray and observed to be dislodged. The lead was revised to resolve the issue.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Additional information received indicated that the lead was explanted and returned.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock therapy due to far p-wave oversensing. The lead was observed to be dislodged under a chest x-ray. The lead was repositioned on (B)(6) 2017. The patient was stable before, during, and after the procedure.